Manufacturer narrative:
Manufacturing site evaluation: samples received: 56 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Sometimes the needle detach too easily. This happened several times, even when pulling the needles through tissue.